Event description:
It was reported that the patient was implanted on (B)(6) 2019 with an inflatable penile prosthesis (ipp). During implant procedure, the patient sustained a urethral injury that affected the right corpora. The doctor decided to remove 1 cylinder and plug it and implant only the left cylinder, pump and reservoir. The patient came in to have the 1 cylinder removed and replaced. The physician decided to remove the reservoir as well to reduce exposure of biofilm risk. Patient was reimplanted with a new inflatable penile prosthesis (ipp). The patient had a good outcome with no further complications. Additional information received. The procedure was performed to offer the patent the traditional 2 cylinder device. A product malfunction was not determined.